Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered non-specific injuries. No other information is available at this time.